Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown infusor under infused. After the expected infusion time, 40ml of solution remained in the device. The device had been filled with 80ml of fluorouracil and 27ml of 5% dextrose solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.